Manufacturer narrative:
A partial lead with the distal tip measuring 42.7 cm was returned for analysis. External insulation abrasion was noted at 41.4-41.6 cm from the distal tip consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise and low lead impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a device change out. Ra lead had noise and low pacing lead impedance. The lead was extracted and replaced. The patient is doing well and will continue to be monitored.